Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg endosc (2013) 27:2727¿2733; doi 10.1007/s00464-012-2766-6. (B)(4).

Event description:
It was reported in a journal article with title: it was reported in a journal article with title: randomized clinical trial of fibrin glue versus tacked fixation in laparoscopic groin hernia repair. The aim of this randomized double-blinded, controlled, clinical trial is to evaluate early postoperative pain in patients undergoing laparoscopic groin hernia repair when comparing fibrin glue with tacks fixation. Between september 2009 and august 2011, 112 men were enrolled but 100 patients completed the study. The patients were divided into two groups; fibrin glue group (n=50; mean age=50 years, age range 29-77 years; mean bmi=25, bmi range 21-33 kg/m^2); tacks group (n=50; mean age=49 years, age range 21-73 years; mean bmi=25, bmi range 20-31 kg/m^2). All patients underwent elective transabdominal preperitoneal groin hernia repair (tapp). Bladeless disposable trocars (3 x 5 mm; ethicon) and ultrapro 10 x 15 cm mesh (ethicon) were used in both groups. At skin opening, the three trocar sites were injected with local anaesthetic bupivacaine 0.5 %, 20 ml (in total 100 mg). In the fibrin glue group, 2 x 1 ml fibrin glue was used as standard. The tacks group used four to six tacks in the mesh, and the peritoneum was adapted using another four to six tacks. Reported complications in the fibrin group included post-operative pain (n=?); discomfort (n=?); seroma (n=3); foreign-body sensation at 1-month post operation (n=7); foreign-body sensation not after 6 months (n=1); recurrence within the first 6 months (n=2) which they underwent reoperation. Reported complications in the tacks group included post-operative pain (n=?); discomfort (n=?); seroma (n=5); haematoma (n=5); foreign-body sensation at 1-month post operation (n=20); foreign-body sensation not after 6 months (n=9). In conclusion, the use of fibrin glue for the fixation of the mesh compared with tacks fixation improved the early postoperative outcome after tapp.